Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. The device was found to be in backup vvi. It was noted that the device delivered therapy when the magnet was removed. A device download was attempted, but was unsuccessful. The device was explanted and replaced. After the procedure, the patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer and additional information request letter mandatory medwatch form received.

Manufacturer narrative:
All information provided by manufacturer and additional information request letterupon receipt, the device was interrogated and was found in backup vvi and backup mode with defibrillation therapy enabled (bdfo). Review of the device image indicated that the device entered backup mode after two rf communication interrupt overflows occurred within a short period of time. The root cause of the rf communication interrupts could not be determined. The reported field event of inappropriate therapy was confirmed in the laboratory. While in bdfo mode, the device became more sensitive to sensing r-waves. The increased sensitivity caused oversensing and resulted in the reported inappropriate hv therapy.